Event description:
I have one of your wheelchairs, tdx sp serial # (B)(4), my chair does not steer properly and while I'm in my car it is moving all around. Can you tell me what the problem is? Is it one that was recalled? Also the armrest are worn out, can you tell me the cost of new ones.